Manufacturer narrative:
D3: correction. H3: one pump was returned for analysis in used condition. Visual inspection showed the pump was in used condition. Service history identified the complaint was not related to a previous service of the device within the review period. Review of the event history log showed high alarm displayed: cassette not attached properly. The cause is the downstream occlusion (dso) sensor. The dso sensor was replaced to resolve the issue.

Event description:
It was reported that the device will not recognize cassette is locked / cassette not attached alarms. This occurred during testing.

Manufacturer narrative:
B3: date of event is unknown. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.